Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6), 2022 with blood glucose of 699 mg/dl. The customer's current blood glucose is 308 mg/dl. The customer did experienced the symptoms such as nausea, vomiting. The customer was treated by bolus with insulin pump and insulin drip. The customer report did allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.